Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain indications. The patient (pt) had been having trouble getting the implant battery to fully charge and it was taking a really long time when it use to be a lot quicker time to charge. Last night it took the pt 1 hour to charge the implant battery from 30% to 40% then another hour to charge to 70% battery. Then this morning their implant battery was at 40% and they usually charge every night. Most of the time they could not get the implant battery to charge to 100% for they could only get the battery to 80% unless they sat for additional hours. Caller noted the pts controller was plugged in 24 hours a day (ps understood plugged into ac power). During call pt verified there was no damage to the controller charging port or to the rtm pins. Caller blew into the controller charging port and cleaned the rtm plugs. Caller reset the controller and attempted to recharge the implant battery. The implant was recharging at excellent and went from 30% to 40%. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient representative. Caller stated that they are having same problem that was previously reported. Caller states the remote says 100%, and the pt sat charging for 1.5 hours and it was still at 40%. Caller states it charges so slowly. Ps walked caller and pt through hard reset and to see if this solved issue. Caller did once again check connections and blew on the rtm and remote pins. Caller will be calling back if problem continues. Patient representative called back, stating pt was still having a hard time charging. Pt did a reset, and controller was now showing 80% but the ins was still empty. As soon as pt moved a tiny little bit, the connection goes bad and says to ¿reposition antenna, poor recharge quality¿. Pt repositioned probably 20 times since the last call. Caller reported recharger (rtm) cord was fraying a little bit by the paddle or had a tiny little crack in it, it was like white or gray, it was not black. It was also hot, and the other day pt had to take the paddle off. Pt also has arthritis in their shoulder, and it was hard to reach behind their back. A replacement rtm was requested.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a recharger failure, no device found. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.